Manufacturer narrative:
B2: date of death: the date of death is unknown, and 01 jan 2025 has been used as a placeholder. B3: date of event: the date of event is unknown, and 01 jan 2025 has been used as a placeholder. D4 and h4 the serial#, and manufacture date are unknown. The investigation is pending completion. Upon completion of the investigation a supplemental MDR will be submitted.

Event description:
A complaint was received with regards to a plum 360 that there was a death without known product problem. It was reported that the patient had expired. Additionally, it was stated that they do not believe the pump is the problem, but the patient's family took a picture of the pump and they questioned what they saw on the pump to imply the clinician may not have done something right/correct. It was noted that the event occurred during infusion.

Manufacturer narrative:
This is a general complaint, and no device was returned to the service hub for analysis and evaluation. Therefore, no visual inspection and functional testing could be performed to determine if the device played a role in the adverse event. A 12-month review was not able to be conducted as no serial number was provided to ICU medical. Pump event logs were not provided. Conclusion: in conclusion, since the device was not returned to the service hub for analysis and evaluation, no visual inspection and functional testing could be performed to determine if the device had a role in the adverse event.